Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep advised the device was ¿not functioning¿, and that they needed a ¿total replacement¿. The caller indicated that they did not know what that meant. Technical services reviewed possible over-discharge information, and advised the patient follow-up with their managing healthcare provider (hcp).